Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's assistant called to report that after inserting a new battery into the insulin pump, the device stayed off. The customer's blood glucose reading was 90 mg/dl. Caller had inserted another new battery to no avail. The caller performed troubleshooting and was advised to swab the battery compartment with an alcohol swab. Caller then reported the display turned off and on. Caller was advised to inform the customer to discontinue use of the device and revert to a backup plan. Customer's device was replaced and was advised to return for analysis.